Event description:
The device was deployed as usual, without apparent problems. At surgery, it was found that the absorbable anchor had "snow-plowed" into the intima, circumferentially, lifting the intima, inverting it, and occluding the artery.